Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was not impacted. A system check was performed and the pump performed as intended. Insulin deliveries were successfully resumed.